Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that antibodies of the quotient's competency kit were missed when testing with biotestcell 3 in the tube technique. The customer reported that four samples of the competency kit were tested and showed positive results in the ortho gel system, but only one sample showed a positive reaction in the tube technique. Furthermore the customer reported that also antibodies of two patient samples were missed in the tube technique, but detected in the gel system. The customer was not able to provide a date of event. The customer did neither return the patient samples and the quotient's competency kit that had caused false negatives nor the supposedly defective product was sent for investigational testing. Therefore our quality control laboratory tested their retained sample of biotestcell 3 with different antibodies of the rhesus-, the kell-, the kidd and the duffy-system in the tube technique. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. By mistake, reporting of this MDR exceeded the allowed time frame of 30 days. An internal deviation has been initiated for this reason.